Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on september 05, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced an infection at the abutment site; however the issue could not be resolved. Subsequently, the abutment was removed.

Manufacturer narrative:
Product details have now been updated. This report is submitted on november 19, 2018.